Event description:
Caller reported a malfunction on the pump, which led to the customer's blood glucose level being recorded as "high," though the specific value was unknown. The customer addressed the high blood glucose by administering a correction injection using multiple daily injections. There was no need for third-party assistance as the customer was guided by technical support to reset the pump, resolving the issue. The customer was advised to continue using the pump and to reach out again if the malfunction recurred.